Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp) approximately 1 year after implant due to the device not staying inflated. The ipp would inflate, stay inflated for 1 minute then automatically deflate. A replacement surgery was performed in which the existing ipp was removed and a new tactra penile prosthesis was implanted. There were no patient complications related to the device.

Manufacturer narrative:
Describe event or problem - updated. The cylinders were visually inspected and functionally tested. Both cylinders had wear at fold in cylinder body. Both cylinders had small fatigue leaks as a result of wear at a fold in the outer tube. Both cylinders outer tubes were stretched which is likely the result of fluid between the inner and outer tubes. Cylinder 1 had separation of fabric treads from the rear tip bond. The momentary squeeze pump was visually inspected. The kink resistant tubing was worn to the filament; however, no leaks were present. The pump was functionally tested and failed the 8lb activation test as the pump required more than 8lbs of force to activate. Product analysis confirmed cylinders and pumps were malfunctioning. Based on the investigation results, an evaluation conclusion code of cause traced to component failure was assigned to this event.

Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp) due to the device not staying inflated. A replacement surgery was performed in which the existing ipp was removed and a new tactra penile prosthesis was implanted. There were no patient complications related to the device.